Event description:
Information received indicates the nurse call is alarming intermittently and the head section will not go down when the bed hi/low function is used.

Manufacturer narrative:
The technician found cleaning fluid in the footboard connection. The technician dried the connection to repair the bed.